Manufacturer narrative:
Transverse drive shaft. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed service tests and during testing it was determined that the drive shaft was causing the cutter not to retract, per the customer complaint. To correct this issue the following parts were placed due to contamination: 9-tooth sprocket, 11-tooth sprocket, coil pins (2), bushings (2), drive shaft (2). The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that before a breast biopsy, the cutter moved forward well, but it didn't come back. However, it was showed that the cutter came back on the lcd monitor. In reality, it did not move backwards at all. Another holster was used to complete the procedure. There were no adverse consequences to the patient.